Event description:
It was reported that three (03) vented high-volume inlets had black particles; one (1) device had a black particle in the tube, another had a black particle on the tube, and the third device had a black particle in an unspecified location. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.